Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided. Section b3 date of event: unknown/not provided. Section d6a: if implanted, give date: not applicable, as the device is not an implantable. Section d6b: if explanted, give date: not applicable, as the device is not an implantable. Section h3: a field service engineer spoke with site who reported that they are not having any problems with the laser or had any previous issues. No service was performed on the system. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that multiple doctors on different patients, different days had radial tear and capsulotomy slivers in unknown eye. Laser was firing at the time of the incident. Treatment was completed successfully without any errors. No additional information was provided.